Event description:
I am not 100% certain but I had an evlt procedure in 2010 and a year later I was in heart failure with an echo/tee showing I had a catheter in my heart. I progressively worsened to the advent of hospitalization and open-heart surgery to remove most of the 17cm catheter that was left by the physician the year prior. I still have a piece in my right atrium/ventricular that has endothelized. I was told that it is a known fact (by other mds) the catheters used in this procedure (evlt) break off in the vasculature system but it is up to the physician to make sure to take it all out and not leave it.